Manufacturer narrative:
Device component code is related to device problem code for the problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture while pulling it through the ligament. It was left inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An examination of the returned uphold (tm) lite with capio slim found that the mesh assembly was returned with the sleeve with blue dilator assembly detached. The suture on the blue dilator was broken. The remainder of the suture with dart was not returned. The blue dilator was torn and bunched up, exposing the suture. As a result, a meaningful measurement of the suture was not possible. However, when the dilator was un-bunched, the suture broke near the distal end of the dilator. The mesh that was attached to the sleeve with blue dilator assembly was stretched and unraveling. The mesh attached to the sleeve with the blue with white stripe dilator was stretched. Analysis also revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture while pulling it through the ligament. It was left inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.